Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system triggered a lead safety switch (lss). There was noise on the non-boston scientific right ventricular (rv) channel. Technical services (ts) reviewed and stated that since the patient is dependent on this crtp system, device programming and rv lead troubleshooting was recommended. Ts stated that rv lead impedance over the last year were showing within range, and it is possible that there could be potential rv lead integrity issue. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. This report contains additional information in section b5 describe event or problem, section e1 initial reporter first name and section e1 initial reporter last name.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system triggered a lead safety switch (lss). There was noise on the non-boston scientific right ventricular (rv) channel. Technical services (ts) reviewed and stated that since the patient is dependent on this crtp system, device programming and rv lead troubleshooting was recommended. Ts stated that rv lead impedance over the last year were showing within range, and it is possible that there could be potential rv lead integrity issue. This device remains in service. Additional information received indicate that the impedances were high out of range, measuring at 2134 ohms. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system triggered a lead safety switch (lss). There was noise on the non-boston scientific right ventricular (rv) channel. Technical services (ts) reviewed and stated that since the patient is dependent on this crtp system, device programming and rv lead troubleshooting was recommended. Ts stated that rv lead impedance over the last year were showing within range, and it is possible that there could be potential rv lead integrity issue. This device remains in service. Additional information received indicate that the impedances were high out of range, measuring at 2134 ohms. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem, section e1 initial reporter first name and section e1 initial reporter last name.